Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured at the bevel edge; the fiber/glass cap distal part is detached and not returned. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at (B)(6) joules and 11 minutes of use "forward firing¿ condition was noted. After 5 min the tip of fiber had come off. The patient outcome was reported as: no injury.

Manufacturer narrative:
(B)(4).